Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6) device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted .

Event description:
It was reported that during the implantation and deployment of an intraocular lens (iol) into the patient's eye, the posterior haptics became stuck under the optic. Reportedly, manipulation was needed to release the haptics as it would not move by itself. The patient did not come to any harm. The lens remained implanted into the patient's eye. No further information was provided.